Event description:
Philips received a report from a customer that footswitch pedal for exposure bended to downward due to structural problem of pedestal. If customer uses footswitch on pedestal, exposure pedal can be bent downward easily, then exposure would not be possible by touch the pedal to floor before micro-switch is activated. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.